Event description:
During procedure the delivery system blocked and the stent could not be released.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned device confirmed that the stent is fully crimped underneath the outer shaft. Microscopic analysis showed that the stent is displaced about 3 mm in proximal direction and the proximal stent markers are slightly deformed at the stent stopper. At the proximal part of the instrument, the blue tubing is slightly bent and the inner shaft was found buckled over a length of 4 mm.review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The blockage is most likely related to an unknown friction between the stent and the retractable outer shaft.